Event description:
The customer reported that the back end of the insulin pump was detached while attempting to remove the device from the clip. The blood glucose reading was 175mg/dl. The customer was unsure if the drive support cap was protruded, loose, sticking out, or flush. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.